Event description:
The user facility reported that water was leaking from their steam generator. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the generator and found a leak on the lower sight glass valve. The technician replaced the sight glass and as preventive maintenance replaced check valves. The technician found the generator to be operating properly and returned it to service. No additional issues have been reported. The generator is not under steris service contract and is maintained by the user facility.